Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that the patient required re-intervention due to complications. The reporter stated that the entire system was explanted due to infection in (B)(6) 2010. If additional information is received, a supplemental report will be filed.